Manufacturer narrative:
(B)(4). Device avail for eval: 08/24/2017. Device evaluated by MFR: yes. Device MFR date: 09/30/2015. (B)(4). Device avail for eval: 08/24/2017. Device evaluated by MFR: yes. Device MFR date: 02/29/2015. (B)(4). Device avail for eval: 08/29/2017. Device evaluated by MFR: yes. Device MFR date: 05/31/2015. (B)(4). Device avail for eval: 08/24/2017. Device evaluated by MFR: yes. Device MFR date: 01/31/2015. Battery /(B)(4). Device avail for eval: 08/24/2017. Device evaluated by MFR: yes. Device MFR date: 05/31/2015. It was reported pump stops and power switching events. The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the device passed visual inspection and but failed functional testing as the battery was received inoperable. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. This is an additional observation not related to the reported event and likely due to a faulty integrated circuit that controls the battery. Failure analysis of (B)(4) revealed that the device passed visual inspection and but failed functional testing due to an abnormal high cycle count. This is an additional observation not related to the reported event and likely due to communication errors between the controller and the battery. Failure analysis of the returned (B)(4) revealed that devices passed visual inspection and functional testing. The controller log file analysis revealed premature power switching events due to communication errors involving (B)(4). Additionally, analysis of event files recorded multiple controller power ups; however, the date and time could be determined as the real time clock was found reset. The most likely root cause of the reported power switching events can be attributed to a communication errors between the controller and batteries. The manufacturer has an open internal investigation to evaluate the communication anomalies between the controller and the batteries. Failure analysis of the returned controller revealed that the device passed external visual inspection but failed functional; the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the internal battery responsible for the "no power" alarm was found depleted with signs of leakage. In addition, the internal battery that supplies power to the real time clock (rtc) was found corroded and with signs of leakage, causing the rtc to reset. These are observations not related to the reported event. The most likely root cause of the failure of "no power" alarm and rtc reset can be attributed to a faulty internal nimh battery. An internal investigation has been opened to evaluate "no power" audible alarm failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: batery /bat208328/ expiration date:09/30/2016. No, not returned to manufacturer. (B)(4). Batery /bat205378/ expiration date:02/29/2016. No, not returned to manufacturer. (B)(4). Batery /bat207661/ expiration date:05/31/2016. No, not returned to manufacturer. (B)(4). Batery /bat204573/ expiration date:01/31/2016. No, not returned to manufacturer. (B)(4). Batery /bat218343/ expiration date:05/31/2016. No, not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was power switching and that pump stops occurred. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.